Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen did not work properly and was unable to be calibrated. There was no patient involvement.